Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent a filter retrieval procedure in which the clover snare, was used to retrieve a celect vena cava filter that was placed in the patient four months prior. The filter had some ingrowth. The physician hooked the filter for retrieval with a clover snare, and the filter would not come out. With additional force the filter would not come out and the hook on the filter straightened. The physician considered a possible follow up procedure to attempt retrieval or to leave the filter in the patient. Ultimately the physician decided to leave the filter in the patient; no follow up retrieval procedures will be done. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.